Manufacturer narrative:
Testing of the device was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. The device speaker was replaced, and the system was operational after repairs were completed. The device was returned to the customer. The investigation concludes that no further action is required at this time.

Event description:
The customer reported that during the evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Data correction to manufacture date.the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.